Event description:
It was reported that during a surgical procedure at the user facility, the device became clogged. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Device discarded by user, not available for evaluation.